Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.1mm jetstream xc atherectomy catheter and emboshield guidewire were selected for use within the superficial femoral artery. The lesion was noted as 100 percent stenosed, with mild tortuosity and severe calcification. During the procedure, the jetstream and wire had become stuck. The procedure was not able to be completed as additionally another manufacturer's balloon and stent both failed to cross the lesion. The patient was reported to be in good condition with no complications.